Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the 8mm mega suturecut needle driver instrument's cable snapped. No fragments fell into the patient. The procedure was completed with no reported injury.